Manufacturer narrative:
Please disregard this medwatch submission as it was reported in error. After review the product analyst it has been determined this was reported in error as the acetabular cup. The locking ring is not the cup and is not the subject of the serious injury of malpositioned caup. Updated 12-11-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation from malpositioning of the cup. It was also indicated that the superior wear on liner, head ball was changed.